Event description:
It was reported by the patient's family that the patient had a head trauma. The first one has been on the forehead and the second one has been on the non-implanted side. After a while the patient's hearing sensation decreased. Initial testing showed a few high channels. Fitting map has been adapted according to testing. Latest testing results of 2008 showed channels 1, 2, 6, 9, 11, and 12 with status high and a short circuit between channels 7 and 10 .

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.